Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during cataract extraction with intraocular lens implant procedure the "unit keeps jumping into sculpt mode". Surgery was completed with no harm to the pt and no delay.